Manufacturer narrative:
A ge representative evaluated the system and the battery pack. System operates as intended. (B) (4)

Event description:
The customer reported the system is displaying a saturation fault in film mode. No patient injury was reported.